Event description:
It was reported by the clinician, that two providers have had problems with the spring wire guide (swg) breaking during placement of the catheter; one provider has had three instances. This provider has been placing numerous central lines over a decade. During two separate insertions, the swg completely separated in the catheter rather than uncoiling. In both cases, the clinician was able to remove the catheter with the broken swg quickly and the wire was not lost in the pt's bloodstream. There have been no problems advancing the swg through the needle. They have experienced some resistance withdrawing the swg through the catheter. There have been no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.